Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of eva tpn bags were leaking from an unspecified location. It was not specified at which process step the leaks were observed or if a patient was involved. There was no patient injury involvement. No additional information is available.

Manufacturer narrative:
It was reported that four (4) units of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the center port (previously reported as an unspecified number of units leaked at an unspecified location). This was identified during the filling process and there was no patient involvement (previously unspecified). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.